Manufacturer narrative:
There is no indication of system or component failure. The patient did report feeling stimulation, however the stimulation was not in the desired location to achieve the desired effect. The physician verbalized having difficulty placing the permanent leads, so it is suspected that the permanent leads were not implanted in the exact location as the trial, thus leading to stimulation in a slightly different location which did not provide the patient with adequate pain relief.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower back pain after successfully completing a trial phase with nalu. Upon activating the permanent system, the patient reported feeling stimulation from the system but not achieving sufficient pain relief. During the trial phase the patient reported good pain relief, however the permanent system was not placed exactly the same due to physician technique. During the implant of the permanent system, the physician verbalized difficulty placing the system in the same location as the trial, however the cause of the difficulty was not clear. After multiple reprogramming appointments with no improvement to therapy, the patient requested to have the system repositioned. A surgical revision was performed on (B)(6) 2024 to remove the malpositioned lead and place a new one. During the procedure the implantable pulse generator (ipg) was damaged and also required replacement. The second lead remains implanted and in use.